Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer provided little to no detail, but they reported problems with fluid left in the secondary bag after the infusion was expected to have completed. No specific patient event details were provided and no harm was reported.